Event description:
Vent alarming. Patient getting a bath. High respiratory rate (rr), volumes low. Patient taken off vent and bagged with 100% 02 without incident. Vent failed pre-use check times four. Internal volume too large.what was the original intended procedure?vent was used to help patient breathe.device #1is this a laboratory device or laboratory test?no.